Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided. This event is being reported on 0002648920-2018-00591 and 0002648920-2018-00482.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202 femoral head 63001932; 00631005832 elevated liner 62863714; unk; unknown stem; unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to dislocation, metallosis, instability, and subluxation approximately 8 months post operatively. No additional patient consequences were reported. Attempts have been made and no further information has been provided.